Event description:
The chest tube came apart where the last part of the tube is attached to the longer tube with adhesive. We had this tube do the same thing in april but it was the first it had ever happened.